Manufacturer narrative:
Date of event was estimated based on event being reported as occurring sometime in (B)(6) 2020.

Event description:
It was reported that a perforation and a pericardial effusion occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. During the procedure one partial recapture of the device was performed before the device was successfully implanted in the laa of the patient. There was no leak recorded and no patient complications that occurred. In (B)(6) 2020 the patient came in for there 45 day follow up transesophageal echocardiogram(tee) imaging procedure. The imaging showed that there was a 8-9mm leak with a posterior lobe exposed. A scheduled intervention was planned for a future date. On (B)(6) 2020 the patient came in for their intervention to close the leak around the closure device. A non-bsc closure device was used and released. Post tee and fluoroscopy imaging showed that there was no residual leak following the intervention. The patient did well following the procedure and will remain on oral anticoagulation medication for 6 weeks and then have another follow up tee procedure.